Event description:
It was reported that a review of a remote transmission showed an alert for high voltage lead impedance that dropped below the lower limit, indicating a possible high voltage lead issue. The patient presented to the hospital after receiving inappropriate shocks. The right ventricular (rv) lead was capped and replaced on (B)(6) 2026. The patient was in stable condition with no adverse events.